Event description:
In 2009, the pt reported that her infusion device emits an unusual sound during bolus delivery. The noise has occurred several times over the past several months. She did not notice if changing the battery affected the issue. She changes the battery each time the a2 (low battery) alert is displayed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for eval.